Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this pacemaker was implanted with epicardial leads from an unknown manufacturer in a pediatric patient. At the one-month follow-up, increased pacing threshold measurements were observed. It was noted the atrial lead was not working properly and the device was reprogrammed to vvi mode. At a later follow-up, the thresholds had increased again, from 4.5v@1.0ms to 6.5v @ 1.5ms. At the recent device check (B)(6) 2021 the device had reached elective replacement indicator (eri) battery status. Premature battery depletion was suspected. No adverse patient effects were reported. The device remains implanted and in service.